Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by patient registry, approximately 7 years, 8 months a valve in valve procedure was performed to treat the failed 29mm sapien xt valve. Additional information has been requested.

Event description:
As reported by patient registry, approximately 7 years, 8 months a valve in valve procedure was performed to treat the failed 29mm sapien xt valve. Medical records were received for evaluation. The patient recently reported dyspnea at rest and with exercise but reports no dyspnea lying flat, no wheezing, no dry cough, no cough with sputum, and no coughing up blood. The patient was determined to have severe symptomatic aortic stenosis of the tavr valve. The patient did well during the valve in valve procedure. The patient does have ongoing tobacco use disorder and severe copd, on oxygen. The patient was doing well until (B)(6) 2021, when they started to have significant gi bleeding, despite multiple endoscopies including a double-balloon enteroscopy of the small intestines, which only revealed angioectasia. The patient has no source of bleeding but has become increasingly dyspneic and the patient's standard post-tavr echo, last done (B)(6) 2021, which showed severe bioprosthetic aortic stenosis of the 29mm valve with an ava of 0.86 and mean gradient 38mmhg, and peak velocity of 4.4m/s. Per the records, ''the patient is severely dyspneic with likely heyde syndrome, now from acquired von willebrand's deficiency from severe aortic stenosis.'' Post viv tavr placement the valve appeared well seated, without regurgitation, normal leaflet motion. No pericardial effusion.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected d.6 due to typo in the date.